Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date has been ruled out. However, patient non-compliance was identified as the patient pulled out a stitch which caused the pocket to open. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient pulled out a stitch which caused the pocket to open (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported pain and pulled out a stitch from the receiver site which caused the pocket to open. Cultures were obtained and an infection was not confirmed. A revision of the pocket will be performed. However, a date has not been provided. No further information is available at this time.